Manufacturer narrative:
Device analysis: visual analysis of the returned device noted a crack is observed at the 3mm luer lock level. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported an event of 1 syringe of juvéderm voluma® xc had ¿a crack in the hub and the product squirted out on the patient¿s face while injecting.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.